Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. (B)(4).

Event description:
Caller reported blood glucose results of 300 mg/dl on compact plus system 1, compact plus system 2 result of 109 mg/dl within 10 minutes. No adverse event was reported. A request was made for the return of the strips.